Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the pd therapy on the liberty select cycler and the patient emergency as the patient was in active treatment at the time of the event. However, there is no documentation to show a causal relationship between the liberty select cycler and the emergency. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The pdrn refused to provide additional information pertaining to the event. Based on available information the liberty select cycler can be excluded as a cause of the patient emergency.

Event description:
On (B)(6) /2019 the contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) requested assistance to cancel a treatment. The patient was experiencing an unspecified emergency that required going to the hospital. It is unknown at what phase of treatment the patient was in at the time of the emergency. There is no allegation of a machine malfunction or issue with dialysis reported for this event. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.